Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v436859 serial# implanted: (B)(6) 2010 explanted: product type lead device code (B)(4) applies to lead (lot# v436859) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who plans on having a replacement surgery as the leads were faulty. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v436859 serial# implanted: (B)(6)2010 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim. Patient reported they had a decrease in efficacy over last few months. There were no known factors as to why this took place. Manufacturer representative reported they ran impedances and they were all high but c, 1. It was reported that they reprogrammed but the issue was not resolved. The patient was reportedly going to be scheduled for a revision. No further complications reported/anticipated.